Manufacturer narrative:
The insulin pump alarmed during the rewind due to faulty motherboard. Unable to verify motor error alarms. The motor was tested outside the device and passed.

Event description:
The customer reported motor error and other alarms during normal use. Troubleshooting was performed, and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.